Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would not charge and shock defibrillation energy on ventricular fibrillation. During device evaluation, physio-control verified the reported issue. It was also observed that the device had a charge-pak and service wrench icon in its readiness display; the device had logged several event codes into its memory. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and isolated the cause to the analog pcb assembly. However, after further testing of the removed analog pcb assembly, a component cause could not be identified.